Manufacturer narrative:
(B)(4). The reported complaint was confirmed. The service repair technician (srt) performed a functional test and observed the saw motor did not operate with the service foot switch. Internal inspection was performed. The motor mount on the motor assembly was broken at the front cover. The srt replaced the motor assembly and front cover with new parts. The srt performed verification/release testing of the saw motor. The saw operated to the manufacturer's specifications and will be returned to the customer. No additional action will be taken at this time.

Event description:
It was reported that during the use of the device for a non-clinical activity, the sternal saw motor locked up and will not turn. There was no pt involvement.

Manufacturer narrative:
Eval is in progress, but not yet concluded.